Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient reportedly had no abdominal pain, diarrhea, or fever. On the same day as the onset of the cloudy effluent, the patient was hospitalized for the event. The cause of the event, treatment for the event, and action taken with physioneal therapy were not reported. At the time of this report, the patient was not recovered from the event and was still hospitalized. No additional information is available.